Event description:
It was reported that the collimator on the 9900 system closed down during a case. Also the cross arm brake handle was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated and the brake handle repaired during the service call. The system was tested and found to be working as intended and put back into service.